Event description:
On the event date, the pt's fasting blood glucose result on their surestep meter at 7:15/a was 392 mg/dl. The pt took 40u nph and 8u humalog insulin. A 10/a result was 'high' and a 12:30/p result was '400 something.' The pt allegedly passed out and was being treated by paramedics with glucose gel. The emt's meter result (type unknown) was 'around 30' mg/dl. The pt was transported to the hosp, treated with IV glucose and released when pt's lab blood glucose was 170 mg/dl.